Event description:
It was reported by the patient that they went to have a device check and were told that the lead went bad. The patient reported that she had her device replaced, but they did not change the lead at that time since the clinic was not qulaified for the lead replacement. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 crdm non-defib lead implanted: (B)(6) 2007. (B)(4).